Manufacturer narrative:
(B)(6). The lot was manufactured between may 7, 2019 and may 8, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing had an opaque white color. When compared against the raw material used for the tubing, the color observed from the complaint sample did not meet specification. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor was discolored after use. The issue was further described as ¿the tubing color turned to white after the medication¿. The discoloration was observed at the hospital after patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.